Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to it being previously explanted. A reimplant surgery was performed. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the previous aus was explanted due to urethral erosion. The patient did not experience any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.